Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that (2) ar-8400pr powerasp came apart. This occurred during use the housing that interacts with the shaver handpiece melted and dissembled. The units functioned fine long enough for the surgeon to complete the case, however, they then stopped working and came/melted apart.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to insufficient fluid flow during use.